Event description:
It was reported that two screw drivers broke during screw implantation. The surgery was completed with another device. There was no reported impact on the patient. This is report two of two for this event.

Manufacturer narrative:
Corrected information in d4: UDI number and h3. Additional information in h6: component, investigation type, findings, and conclusions. This follow-up report is being submitted to relay additional information. Device evaluation: visual inspection found the threads on the tip of the sleeve are deformed. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2021-00098.

Event description:
It was reported that two screw drivers broke during screw implantation. The surgery was completed with another device. There was no reported impact on the patient. This is report two of two for this event.